Manufacturer narrative:
MFR requested tht the device (port-a-cath) be returned for eval and it was rec'd on 10/14/97. The device was verified as being mfg by idc/bec; however, because no info as to the product's lot number was provided, it was not possible to determine the exact date of MFR. The device was pressurized during eval and delamination of base sheeting was apparent. The injection reservoir was subsequently leak tested and leakage was noted at the base sheeting/delamination site. Complaints relative to leakage have been previously reported. The design of this model of injection reservoir is now obsolete and has been replaced with a new product.

Event description:
The subject device of this complaint was returned to the MFR and evaluated. The physician was unable to provide the product's lot number because it was not recorded in the pt's med history file.